Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a bedside registered nurse (rn) contacted customer support after observing multiple ¿high purge pressure/purge system blocked¿ alarms during impella support. Upon assessment, it was discovered that the impella driveline had become caught in the bed rail. The driveline was freed and inspected for kinks, and none were observed. Following release of the driveline, the purge pressure alarms resolved; however, purge pressure remained elevated at approximately 900 mmhg with a purge flow of approximately 2.5 ml/hr. During the call, the purge flow further decreased to less than 2 ml/hr, and the purge pressure increased to approximately 1000 mmhg. The driveline being caught in the bed rail was identified as a contributing factor at the time the alarms occurred. At the time of report writing, the patient remained on impella support. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the high purge pressure could not be confirmed as no product or logs were returned for evaluation to confirm possible kink caused by cable being caught in bed rail.

Manufacturer narrative:
H6 medical device problem a040601 was erroneously entered on the initial manufacturer device report number and should be removed.

Event description:
Additional information received indicates that the alarm resolved without intervention.

Manufacturer narrative:
B5 narrative was updated

Event description:
Additional information was received. The patient survived.

Manufacturer narrative:
B5 additional information was received. D4 serial and primary UDI number were revised. D6b explant date was added.